Event description:
The customer reported that there was a saturation fault error. This error will prevent the system from booting up. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system and replaced the generator driver board and performed a filament calibration. The system operates as intended.